Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste in mouth") and blood urine present ("blood in her urine"). The patient was treated with surgery (laparotomy and bilateral linear salpingostomy). Essure was removed on 2-feb-2017. At the time of the report, the pelvic pain, vaginal discharge, infection, ovarian cyst, anxiety, depression, menstrual disorder, migraine, dyspareunia, dysgeusia and blood urine present outcome was unknown. The reporter considered anxiety, blood urine present, depression, dysgeusia, dyspareunia, infection, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 12-mar-2018: reporter's information updated; new events added: abnormal menstruation, migraines, metal taste in mouth, painful intercourse, and blood in her urine. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth") and flank pain ("flank pain/side") and was found to have blood urine present ("blood in her urine"). The patient was treated with antibiotics and surgery (laparotomy and bilateral linear salpingostomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal infection had resolved and the vaginal discharge, ovarian cyst, anxiety, depression, menstrual disorder, migraine, dyspareunia, dysgeusia, blood urine present and flank pain outcome was unknown. The reporter considered anxiety, blood urine present, depression, dysgeusia, dyspareunia, flank pain, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received: essure lot number added. Demographic details were updated. Product indication updated. Suspect drug implant date updated from (B)(6) 2009 to (B)(6) 2010. Event added: flank pain/side. Event pt updated from infection nos to vaginal infection. Treatment drug added. Event severity added for: pelvic pain and flank pain/side. Event outcome added for: pelvic pain and infections/infection (bladder/ urinary tract/vaginal) type: vaginal. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparotomy and bilateral linear salpingostomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth") and flank pain ("flank pain/side") and was found to have blood urine present ("blood in her urine"). The patient was treated with antibiotics and surgery (laparotomy and bilateral linear salpingostomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal infection had resolved and the vaginal discharge, ovarian cyst, anxiety, depression, menstrual disorder, migraine, dyspareunia, dysgeusia, blood urine present and flank pain outcome was unknown. The reporter considered anxiety, blood urine present, depression, dysgeusia, dyspareunia, flank pain, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.